Event description:
A malfunction alarm was reported with a specific code malf 12, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the same malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to reach out if the issue reoccurs.